Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] is a known potential complication associated with the tavr procedure. Chordae tendinae rupture in tavr can occur during advancement of the guidewire, bav catheter, or delivery system and is most likely to occur with antegrade approaches, however, can occur with a retrograde approach. In some cases intervention may not be required; however, if the rupture is significant it typically results in profound mitral regurgitation and will require intervention to prevent permanent injury. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. Per the thv ta training manuals, after gaining lv access with the 0.035¿ soft guidewire, the wire should be jiggled under tee imaging of the mitral valve. An increase in mr suggests wire entanglement in the mitral sub-valvular apparatus. If entanglement is suspected, the guidewire should be completely removed from the ventricle; the operator should change direction of the needle and reinsert the guidewire into the ventricle, checking again for wire entanglement. The tf training manual also provides guidance for valve crossing and wire exchange: exchange 0.035¿ amplatz extra-stiff wire with pre-shaped distal end in left ventricle. Ensure guiding catheter is advanced upon wire exchange to ensure exchange wire does not get caught in the mitral chordae. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggested the angle of access was very difficult due to patient anatomy (tilted heart, thick myocardium, small ventricle) and caused mitral entanglement leading to tearing of the valve leaflets the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during the placement of the 23mm sapien 3 by transapical approach in aortic position, the apical access was very difficult as the heart was tilted backwards and the apex was hidden posteriorly. The patient also had a thick myocardium and small ventricle so overall access was a challenge. The edwards sheath was inserted although it appeared angled and it was considered that it may be through some mitral chordae. It seemed to have an s-bend. The delivery system was then placed through the sheath. The valve was able to extend into the ventricle, however the nose-cone was the only part of the delivery system that was able to go through the annulus. Due to the bend of the sheath, the delivery system almost kinked. There was much manipulation of the sheath to get a better angle. It became clearer that the devices were entangled in the mitral chordae. The patient´s blood pressure was declining and the proctor suggested pulling the system out, which occurred and the apex was pulled closed with the purse-string sutures. The blood pressure bottomed out at 20 systolic with severe mitral regurgitation which was not present at all prior to the case. Imaging indicated a flail posterior mitral leaflet tear and it seemed as though this was torn during the manipulation of the devices. CPR commenced. There was no cardiac output without cardiac massage. The patient had no peripheral access due to severe peripheral vascular disease and was unsalvageable due to a porcelain aorta and went into acidosis. CPR was ceased at 22mins and the ventricle began to produce some output. Sinus rhythm occurred for a few minutes before the heart went into ventricular fibrillation. Patient was shocked back into sinus rhythm however it did not last and the pacer took over. Sinus rhythm started up again momentarily but went back to ventricular fibrillation and CPR recommenced. There was no contractility once again. Unfortunately the patient was unresponsive to all efforts & died on the table. As per perceived root cause, the angle of access was very difficult due to patient anatomy (tilted heart, thick myocardium and small ventricle) and caused mitral entanglement leading to tearing of the valve leaflets. Sheath was caught in mitral cordae during insertion, tearing the mitral leaflets & causing severe leak. No ventricular output & subsequently the patient died on the table.

Manufacturer narrative:
As the affected device was not returned, the investigation was limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of IFU/training materials, manufacturing mitigation's, root cause, and fmea assessment. No photographs, videos or imagery was provided for the evaluation. A device history record (DHR) review was performed for the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. The review of the work orders did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history for the related work order revealed no other complaints related to ¿sheath shaft ¿ kinked, bent¿.   A review of complaint history for the edwards certitude introducer sheath set (all sizes and models) for the past 12 months (august 2017 to july 2018) revealed one (1) other similar complaints with returned devices for ¿sheath, shaft ¿ kinked, bent¿. The complaint for ¿sheath shaft ¿ kinked, bent¿ was confirmed but no manufacturing non-conformance that would have contributed to the complaint event were identified. Available information suggests that patient (tortuous pathway) and/or procedural factors (system withdrawal in angle and additional device manipulation) may have contributed to the reported complaint event. No labeling or IFU inadequacies have been identified and the complaint occurrence rate did not exceed the control limit for applicable trend category. Therefore, no corrective or preventative action was required. A review of complaint history data for july 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of ¿kinked, bent¿. Therefore, no corrective or preventive action is required. The instructions for use (IFU) for edwards sapien 3 kit - transapical and transaortic, the device preparation training manual, and the procedural training manual were review for instructions/guidance for preparation and use of the esheath. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, the device goes through multiple inspections. During sheath tubing attachment, the sheath tube and distal cap is 100% visually inspected. During manufacturing, the sheath was 100% visually inspected for tears, cracks, kinks, discoloration, and distal tip delamination. It is goes through 100% distal-to-proximal visual inspection (introducer and sheath), and rejected for mechanical damage (i.e. Kinks, breaks, separations, cracks, mis-fills, voids), and misplaced/missing parts. During the product verification, devices from the lot were subjected to surface/visual inspection. Using normal vision or 2.5x min magnification, accept for the following requirements: all external surfaces of the effective length are free from extraneous matter, and all external surfaces of the effective length of the devices, including the distal end, are free from process and surface defects (cracks, voids, holes) or any flash or burrs that could cause minimal trauma to vessels during use. The introducer sheath set/sheath kink test is also performed. All tested sample units passed pv testing. These inspections during the manufacturing process support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. The complaint for ¿sheath shaft ¿ kinked, bent¿ was unable to be confirmed due to the unavailability of the returned device or procedural imagery/photographs. Review of available information (complaint history, lot history and DHR review) did not reveal any manufacturing non-conformances that could have contributed to the complaint event. No IFU/training inadequacies were identified. A review of manufacturing mitigations further supports that the sheath had proper inspections in place to detect any issues during manufacturing that related to the reported event. There was no reported abnormalities during the sheath preparation, indicating that the device likely had no issues out of box. It is likely that procedural factors contributed to the reported kink/bend of the sheath. As reported, ¿the apical access was very difficult as the heart was tilted backwards and the apex was hidden posteriorly¿. Tortuous anatomy can create sub-optimal angles that could result in a difficult pathway for the insertion of the sheath and the advancement of the delivery system. It was noted that the sheath ¿appeared angled¿ when inserted, such that the delivery system almost kinked due to the bend of the sheath. It is possible that the excessive manipulation in addition to the suboptimal insertion angle of the sheath could have resulted in kinking of the sheath shaft. As such, available information suggests that patient factors (difficult angle of access) likely contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformances or labeling/IFU/training material training deficiencies were identified, no corrective actions are required. Because no product non-conformances were identified and the occurrence rate did not exceed the complaint control limit, a product risk assessment (pra) escalation is not required. The complaints for ¿sheath shaft ¿ kinked, bent¿ was unable to be confirmed due to the unavailability of the returned device. No manufacturing non-conformances were identified during evaluation. Available information suggests that patient factors (difficult angle of access) may have contributed to the complaint event. Since the complaint occurrence rate did not exceed the july 2018 control limit for the applicable trend, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.